Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 12566552,a27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 176lbs. Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe carmps"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"), 8 months 27 days after insertion of essure. On (B)(6) 2019, the patient experienced gastric infection ("stomach infection"). The patient was treated with antibiotics, ibuprofen and surgery (hysterectomy (partial),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain upper, weight increased, gastric infection, migraine and fatigue outcome was unknown, the hormone level abnormal and dyspareunia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, gastric infection, hormone level abnormal, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2014, (B)(6) 2014, (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: on (B)(6) 2015 I was told the right tube was not properly closed and needed to be corrected. On (B)(6) 2015 was told both tubes were closed. Lot number: 12566552. Manufacture date: 2013-03. Expiration date: 2015-12. Lot number: a27192. Manufacture date: 2012-07. Expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 12566552,a27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6). Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe carmps"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"), 8 months 27 days after insertion of essure. On (B)(6) 2019, the patient experienced gastric infection ("stomach infection"). The patient was treated with antibiotics, ibuprofen and surgery (hysterectomy (partial),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain upper, weight increased, gastric infection, migraine and fatigue outcome was unknown, the hormone level abnormal and dyspareunia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, gastric infection, hormone level abnormal, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2014, (B)(6) 2014, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram on (B)(6) 2015: on (B)(6) 2015 I was told the right tube was not properly. Closed and needed to be corrected. On (B)(6) 2015. Was told both tubes were closed. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs+mr received- lot number were added. Event injury updated to pelvic pain. New events stomach pain, hormonal changes, stomach infection, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain were added. New reporter, patient information, medical history, treatment drug, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.